Manufacturer narrative:
The pump passed self test and displacement test. No unexpected pump error 63 alarms noted during testing however, hardware low level failures confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly.

Event description:
Customer reported via phone call that the insulin pump had a hardware low level alarm. Customer¿s blood glucose value was 255 mg/dl. Customer stated that he they were able to rewind the insulin pump. The product will return for the analysis.